Manufacturer narrative:
(B)(4). Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor grinding noise anomaly, prime/fill anomaly, motor error alarm or compromised force sensor system alarm noted during testing. Unit was monitored for 1 day. No unexpected battery power loss, blank display, unexpected low battery alarm or unexpected off no power alarm noted. The test battery was removed and reinserted with no unexpected pump settings reset, history anomaly or unexpected restart alarm noted. Unit uploaded properly using carelink. However, during visual inspection the electronic assembly and motor had moisture damage. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had motor error code and insulin squirts out during priming. Customer¿s blood glucose was unknown. Customer stated that insulin pump had diminished battery life, has to change battery after every 1 to 2 days, insulin pump loses setting when battery was changed, insulin pump was louder during rewind, makes grinding noise and insulin pump also had no delivery alarms. Insulin pump will not be returned for analysis.